Manufacturer narrative:
Product ID: 8709sc, lot# n194993016, implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that the patient experienced an increase in spasticity and underdose symptoms. The patient was taken to the operating room for troubleshooting as the location of the issue was reported as the catheter track. The patient had surgery at the pump pocket and it was noted that tissue had grown into the pump connector and there was an occlusion. There was no alleged product issue towards the pump but it was replaced. The catheter was reported as remaining in-service. This device system delivered gablofen. It was further clarified that the pump was indeed explanted. The patient status and outcome was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4)

Event description:
Additional information reported they recently changed the patient's connector and she had been fine ever since. The symptoms the patient had were their spasticity was worse, had withdrawal symptoms. They went in an they noticed there were skin growths around where the catheter connected to the pump. The skin grown had started to block the delivery. The connector was changed. The pump contained baclofen.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the pump was explanted on (B)(6) 2013. The patient's symptoms had increased severely over the last 3-4 days prior to the report; however, the patient's spasticity had been worse for the previous 3-4 months. During the procedure the occlusion was suctioned out of the connector. Once all of the tissue was removed clear cerebrospinal fluid (csf)was dripping from the catheter indicating that the catheter was in the appropriate placement intrathecally. Also, pump logs indicated that several motor stalls and motor stall recoveries had occurred. The first motor stall occurred on (B)(6) 2013 at 17:59 and recovered the same day at 19:16. Later motor stalls included a stall on (B)(6) 2013 at 17:50 with recover at 18:27; stall on (B)(6) 2013 at 21:10 with recovery at 22:11; stall on (B)(6) 2013 at 10:04 with recovery at 10:47. The patient recovered without sequelae.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed no anomaly found. (B)(4).

Event description:
.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.